Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the device was broken and had a missing knob, the top and bottom encoders were broken through the case and one knob was missing, the lower case was broken, contaminated and had pinched and exposed wires, the encoder assembly was contaminated and damaged from the broken case and two case screws were contaminated. It was also noted that the device would not power up for its functional vxi testing and therefore failed however it was further alluded to a printed circuit board alignment issue with the tester. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was broken and had a missing knob. The epg was returned to the manufacturer for servicing. There was no patient involvement.